Event description:
The facility's biomedical engineer reproted the device did not alarm downstream occlusion. Info was not provided regarding whether or not the device was in pt use when the reported condition occurred. The hosp rep stated that there was no report of pt incident since the last baxter service event. No additional conctact info was provided.